Event description:
It was reported that the user¿s ilet system displayed an occlusion alert prior to changing supplies, and the alert initially could not be dismissed until the user¿s nurse and customer support guided the process, after which the alert cleared with no new notifications. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, emergency care, or hospitalization. Customer care provided remote troubleshooting and user education on alert dismissal and infusion set management. Investigation of this case revealed that the alert resolved after supply change and guidance, consistent with a transient occlusion to the infusion set rather than a sustained pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or infusion set¿related flow restriction that resolved with supply replacement and proper alert handling.